Manufacturer narrative:
Result: motion interrupt pan.

Event description:
It was reported by service report that the motion interrupt pan was broken and hanging below the bed. It is unk if there was pt involvement, however, no adverse consequences are reported.